Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, she was in the emergency room due to high blood glucose in the 20 mmo/l range. She then stated the device didn't alarm that she wasn't getting any insulin. The bottom of the infusion set was crocked and there wasn't any leaking of insulin at the site. It was verified the device had no "no delivery" alarms in the device's alarm history. Customer was unable to perform troubleshooting as she was at work at the time of the call. Customer was advised to call back. Customer called back the same day to perform troubleshooting. Drive support cap was indented. The device passed self-test and was unable to perform high pressure due to not having the hemostats. A hemostat was mailed out to the customer and was received back on (B)(6) 2015 undeliverable. The device is not being returned for analysis.